Event description:
It was reported that an endoscopic multifeed stapler was used during a laparascopic hernia repair. It was reproted by the affiliate that the instrument stapled the mesh and then fired up to the 5th staple, then closed peritoneum with about 10 more staples and device did not fire anymore staples. There was no consequences to the pt.